Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels and needed help with adjusting the settings. The customer's blood glucose level was 42 mg/dl. The customer reported that when his reading dropped he ended up on the floor and was sick all day. Nothing was replaced or returned for analysis.